Event description:
It was reported to philips healthcare that the heartstart mrx display was broken, which was later confirmed by the philips field service engineer (fse). There was no pt involvement.

Manufacturer narrative:
.